Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the brachiocephalic trunk with calcifications via left carotid access. Pre-dilatation was performed with a non-abbott balloon and an unspecified stent was deployed. The 12 x 20 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced and resistance was noted with the previously implanted stent. The balloon was used for post-dilatation inside the stent but the balloon ruptured at 6 atmospheres. There was difficulty removing the balloon noted with the stent; however the balloon was fully deflated. Additional post-dilatation was performed with a non-abbott balloon. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.